Manufacturer narrative:
Dharampuriya, p., bhat, a., amblihalli, v., & pacifico, l. (2023). Post watchman left atrial appendage to pulmonary vein fistula. Journal of the american college of cardiology, 81(8_supplement), 3944-3944.

Event description:
Reported via journal article. It was reported via journal article that there was a fistula present. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. Six (6) weeks post procedure the patient had a transesophageal echocardiogram (tee) procedure. The tee imaging showed that the closure device was well positioned and there were no leaks nor thrombus present. A small fistula was noted to be present between the laa and the pulmonary vein. No intervention or treatments was performed for this event. The patient had routine observations due to this event. Six (6) months later the patient had another tee procedure that showed no residual fistula present.